Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. During intra-procedure imaging, the physician experienced visualization difficulties and could not view the patient¿s internal iliac artery properly. It was therefore decided to deploy the endoprosthesis short of the intended location into the common iliac artery to not overstent the hypogastric artery. On (B)(6) 2020, follow-up imaging was performed to review the anatomical position of the stentgraft in the common iliac artery and it was appreciated a reintervention would be required. On (B)(6) 2020, an endovascular reintervention was performed and a gore® excluder® contralateral leg component plc161000 was implanted extending to the bifurcation of the common and internal iliac artery to gain additional seal.

Manufacturer narrative:
H6: code 213 - the review of the manufacturing records verified that the lots involved in this event met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU) adverse events that may occur and/or require intervention include, but are not limited to: improper component placement.

Manufacturer narrative:
G1: corrected manufacturing site name and address. The correct address is: medical silicon valley b/p 2890 de la cruz blvd. Santa clara ca 95050